Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was born in 1935. It was reported that the device was used prior to the expiration date.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2014. According to the complainant, abdominal x-ray showed that the jejunal tube was kinked and had an occlusion. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2015: the tube was unblocked with many washes using warm physiological saline solution. The device remains in use. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure was performed on (B)(6) 2014. According to the complainant, abdominal x-ray showed that the jejunal tube was kinked and had an occlusion. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube blocked/occluded. Reported event of jejunal tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.